Event description:
A suction pump needed repairs due to severe overcharging of battery pack. The battery pack was visibly swollen. The suction pump worked ok with a replacement battery. The problem was due to inadvertently use of another device's charger possessing the same style device connector.the suction pump is sscor inc model 74000 which uses a 12v, 0.5a charger. The other device is the transport battery system for a viasys ltv-1200 ventilator, which uses a 17v, 4.5a charger. Both devices and chargers are used in the helicopter.this is the third time since (B)(4) 2010 that this particular aspirator has come to us for a swollen, obviously overcharged battery pack. The charger is a simple transformer-rectifier with no indicators. The aspirator has a small red lamp to indicate connection to the charger. Prominent labels are present on the charger bodies and their connectors to identify the corresponding devices they charge. The sscor battery pack is normally kept and charged within the same canvas carrying pack that holds the aspirator. The viasys battery is a completely different color and size. It appears to be a generic ac adapter/charger for home or office equipment. It specifies use with non-automotive lead-acid type batteries of 10 a-hr or less.